Event description:
It was reported that intra-operatively, the chronic right atrial (ra) lead exhibited low impedance in the bipolar configuration, and undersensing of p-waves. It was further reported that the ra lead had insulation damage. The lead was reprogrammed unipolar and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.